Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that 4 years prior to the index procedure, catheterization revealed non-obstructive coronary artery disease with "aggressive medical therapy prescribed.'' The index procedure was indicated due to chest discomfort and abnormal stress test. The patient was noted to have be medically non-compliant having discontinued all medication on an unspecified date. The high grade 85% stenosed target lesion was located int he proximal left circumflex (lcx) artery. The lesion was treated with the implant of a 2.75x16mm taxus drug eluting stent (des). 0% residual stenosis was noted. In (B)(6) 2008, the patient was found unresponsive by his wife. CPR was initiated prior to ems arrival. The patient was intubated in the field and transported to the hospital. Ventricular fibrillation was noted and the patient was defibrillated twice. Angiography revealed 100% stenosis in the previously implanted stent in the proximal lcx. The lesion was treated with a 2.5x15mm maverick balloon catheter and the implant of a 3.5x28 non-bsc des. Excellent angiographic appearance was noted with 10% residual stenosis. An addition 100% stenosed lesion was noted in the 2nd diagonal. This lesion was treated with a 2.5x15mm maverick balloon catheter, a 2.0x15mm maverick balloon catheter and the implant of a 2.25x18mm non-bsc des. The patient's ejection fraction was noted to be 15-20%. The patient was noted to be encephalopathic which is likely secondary to hypoxia. The patient was extubated, and he had self extubated himself on an unspecified date. The patient was reintubated. He had a gram positive rod of septicemia that was treated with antibiotics. The patient remained hospitalized for 8 days and then was transferred to another facility in poor condition. At the second facility, the patient underwent open heart surgery and tolerated the surgery very well. In (B)(6) 2008, a non-bsc cardioverter defibrillator was implanted. The patient was discharged from the second facility in (B)(6) 2008. As of 2009, the patient was continuing to receive periodic checkups.

Manufacturer narrative:
(B)(4).